Event description:
The customer reported via phone call that they had persistent motor error alarms during boluses. Customer's blood glucose was 113 mg/dl. The customer could not recall any significant events leading to the alarm. Customer also stated they were able to complete the rewind sequence on their insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the rewind, basic occlusion, prime and displacement tests. The insulin pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. Failure analysis was unable to confirm motor position encoder error alarm due to erased history file. The insulin pump was received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip.